Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to battery tube connector not plugged in properly. After plugged in the battery tube connector the insulin pump passed the operating currents. No unexpected low battery alarm noted. The insulin pump had cracked case at the display window corners, broken battery tube threads, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery would only last for one day. The customer also reported that the thread of the battery cap was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.